Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, connected the ventilator properly, change the operating mode from "transport" to "hospital" and ran it on a test lung for 48 hours and the ventilator worked properly. No parts were replaced.

Event description:
It was reported that a ventilator auto shut down 2 or 3 times. There was no patient involvement.